Event description:
It was reported that the patient presented at the physician's office after receiving a shock. An alert was delivered for possible output circuit damage. Low impedance was noted. An arc mark was noted on the device. The lead was capped. ICD analysis suggests lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.